Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false nonreactive architect syphilis tp result of 0.88 s/co was generated for a patient sample on (B)(6) 2019. The same sample tested reactive for syphilis using an elisa method. The patient was redrawn on (B)(6) 2019 and the architect syphilis tp result was nonreactive at 0.9 s/co while elisa and roche methods were reactive (roche 3.21 s/co). Tppa testing was performed on (B)(6) 2019 which was reactive. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined there was normal complaint activity for the likely cause lot 93343li00. Tracking and trending report review for the architect syphilis tp reagent determined there were no related adverse or non-statistical trends. No non-conformances, deviations, or potential non-conformances associated with reagent lot 93343li00 have been identified. A retained reagent kit of lot 93343li00 was tested in a sensitivity set up and no issues were noted; no false non-reactive results were obtained. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or product deficiency was identified for architect syphilis tp reagent lot 93343li00.